Event description:
It was reported that the patient complained of pain with each ventricular paced beat and a perforation of the right ventricle was ID entified. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.